Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mr with a grade of 3. One clip was implanted, reducing the mr to 1. One day post procedure, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to moderate. In the physicians opinion, the slda was due to the short posterior leaflet, which was not within recommended limits. The physician was aware of this and the increased risk of slda post op; however, as patient the patient had no other treatment option, the decision was made to attempt treatment with the mitraclip. No further treatment has been planned or performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related patient morphology/pathology due to short posterior leaflet and prolapse with mild flail on the anterior leaflet, and procedural conditions as the patient was not within the recommended limits, but had no other treatment option. The reported increase in mr was due to slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.